Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought medical attention due to hyperglycemia. The patient's blood glucose levels reached 300 mg/dl (patient also said, "between 250 and 400 mg/dl") while wearing the pod longer than 48 hours. The patient visited doctor and was treated with fast-acting insulin; doctor also prescribed fiasp insulin for 30 days. Patient has not resumed use of omni pod therapy.